Event description:
Information received by medtronic indicated that the insulin pump had crack alongside battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Cracked retainer ring during visual inspection noted. The following were noted during visual inspection: cracked retainer, cracked case (battery tube) and cracked battery tube threads.. The pump passed the displacement test. In summary, the pump was received with a cracked retainer, cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.